Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Name of agency:(B)(6) (agency delivery location separate) when did it occur? : after use. Hypodermic needle injury: no. Other treatment: unknown. Were the returned items used? : no if they were used, was something attached to them? : no returned quantity: none (photo included) details of event (timeline, history, etc.): when I attempted to remove the needle after use, the needle remained in the insulin pen (phot included).